Event description:
The customer reported to baxter (B)(4). An interlink IV catheter extension set with male luer link adapter that exhibited a no flow/restricted flow. According to the report, the user was unable to flush saline through the extension set. The customer reported that if you are trying to flush a line in a hurry you could mistakingly think the site was not good. The process step is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was then submitted to clear passage testing and a blocked condition was found in the luer lock. A batch review could not be performed as the lot number was not provided by the customer. The reported condition of no flow/restricted flow was confirmed; however, the root cause of this condition was not identified. If additional information becomes available, a follow-up report will be submitted.